Manufacturer narrative:
Concomitant medical products: product ID: 5554-53 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sensing failure was noted on the implantable pacing lead during a routine device check. In addition, high thresholds had been measured by capture management. The current threshold measurement was within normal limits. Parameters on the lead were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.